Event description:
It was reported the patient's lead was explanted and replaced with the same model. The patient reported he received effective stimulation coverage post-operative.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's programs were auto reducing and images revealed the lead tails were not fully seated in the ipg. The patient was taken to surgery where the surgeon attempted to reconnect the lead tails. It was determined the lead tails were damaged. Diagnostic testing revealed many invalid impedance readings. The patient will be scheduled for lead replacement surgery.